Manufacturer narrative:
G4: premarket/510(k) #: k113220, k163174.

Event description:
It was reported that balloon rupture occurred. The target lesion was located within a heavily calcified segment. A 2.50 mm x 12 mm emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed with no fragments left inside the patient. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
G4. Premarket / 510(k) #: k113220, k163174 device evaluated by MFR: fg emerge mr, us 2.50mm x 12mm was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft. A visual and tactile examination of the outer lumen and mid-shaft section found no issues, and a microscopic examination identified that the inner lumen was bunched and stretched at 19cm from the port exchange. Further stretching was identified along the inner lumen, resulting in the proximal section of the balloon being pulled proximally away from the proximal markerband. A visual, tactile and microscopic examination of the balloon material identified a complete circumferential balloon tear 8mm from proximal balloon sleeve. The distal section of the balloon tear was pulled out over the tip of the device. A visual examination of the tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. An examination on the inner/wire lumen identified that the inner was stretched and as a result a 0.014-inch wire could not load through the inner/wire lumen.

Event description:
It was reported that balloon rupture occurred. The target lesion was located within a heavily calcified segment. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed with no fragments left inside the patient. The procedure was completed with a different device, and no patient complications were reported.